Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a broken speaker. The device was not in use on a patient.

Manufacturer narrative:
Device was returned for evaluation